Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled for a tibial revision.

Manufacturer narrative:
The components involved were reviewed for compatibility with no issues noted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Operative notes from the primary surgery state that the patient underwent bilateral total knee arthroplasty due to osteoarthritis; however, only the first page of the operative notes was provided and the description of the procedure was not included. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- natural tibia trabecular metal two-peg porous fixed bearing right size g, catalog # 42530007902, lot # 62186997. Articular surface fixed bearing ultracongruent (uc) right 13 mm height, catalog # 42521200613, lot # 62292753. All poly patella cemented 35 mm diameter, catalog # 42540000035, lot # 62299458.

Event description:
It was reported that the patient underwent a right knee revision procedure due to unknown reasons.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined this device to be not reportable as the patient was revised due to instability.